Manufacturer narrative:
Additional information has been requested. This report will be updated should additional information become available.

Event description:
Boston scientific received information that this pacemaker recorded an out of range impedance measurement which led to a lead safety switch (lss), switching the system to unipolar. Boston scientific technical services (ts) was contacted and discussed how to reprogram after a lss occurs, how to get a more specific estimate of remaining longevity, and what lss indicates. Additional investigation indicates that this device was explanted due to normal battery depletion. No adverse patient effects were reported.